Event description:
It was reported that the patient experienced a cerebral infarction also known as an ischemic stroke. The patient had a pulsed field ablation procedure on (B)(6) 2025. The device is not expected to return for analysis as it was disposed, therefore the lot number is not available. It was further reported that the physician did not know whether it was air embolization due to the faradrive sheath. The patient does have parkinson disease and so it may have been an event caused by the patient condition. The patient condition suddenly declined the day after the case, and there was a slight time lag. It was suspected that the use of farapulse was not the direct cause from the above reasons and there was no direct allegation against boston scientific products. No further information was available.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.